Manufacturer narrative:
Patient age or date of birth, gender, and weight are not available for reporting. Date of infection is not known. This report is for an unknown quantity of an unknown matrix midface plate. Part and lot numbers are unknown; UDI number is unknown. Date of implant and date of explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient specific implant (psi) peek implant, as well as the supporting unknown plate and screws, were explanted due to infection. Date of implant and date of explant are not known. It is unknown if there was any delay in surgery. Procedure was successfully completed. No x-rays were taken. This report is for unknown quantity of unknown matrix midface plate this is report 3 of 3 for (B)(4).